Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. The customer alleged that the auto off alarm was turned off, but that the pump turned it back on. Customer¿s blood glucose level ranged from 149-150 mg/dl. The customer reverted to an alternate method of insulin therapy.